Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and three inappropriate treatments. The device was started up at 17:27:43 on (B)(6) 2024. At 15:46:41 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. At 15:47:15, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 15:56:53, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 15:57:50, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection the patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 16:17:26, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 16:18:31, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection the patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 16:18:59, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection the patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The device was shut down at 16:49:01 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.